Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non- tortuous and severely calcified lesion located in the distal lad exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and the device or component detached, cracked, or fracture during delivery through the vessel. It was informed that during manuvering detachment of the device occurred from the connection place of the stent and the y connector. It was seen as broken despite not using excessive force. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury was reported.

Manufacturer narrative:
The customer cannot confirm that the correct device was returned for evaluation. The detachment ocurred outside the patients body. Excessive force was not used during insertion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: there was damage evident to the distal shaft 23.5cm proximal to the distal tip. The device returned with a detachment of the luer. The luer and strain relief did not return for analysis. The hypotube material was oval and jagged at the detachment site. A slight bend was evident on the catheter. Stent was positioned between the markerbands as per specifications. No deformation was evident to the stent wraps. No deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Since the luer did not return for analysis, lot confirmation is based on the device matching the failure mode that it was reported for. If information is provided in the future, a supplemental report will be issued.